Event description:
A customer reported via phone call indicating that their insulin pump alarm. The patient's blood glucose level was over 400 mg/dl at the time of the call. The customer stated that their insulin pump was squirting insulin put during manual prime. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test and unable to prime during the prime/a33 test due to protruded loose drive support dist. No a33 alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.